Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter.

Event description:
Information was received from a healthcare professional and a consumer regarding a patient receiving fentanyl with an unknown dose and concentration via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2016 that the pump had been alarming every hour because the patient missed a refill session in (B)(6) 2014 and that the patient was out of drug. The reporter stated that the health care provider (hcp) was going to put saline in the pump to measure the expected volume and volume recovered to make sure that the pump was not damaged and was functioning normally. The reporter noted they had been without pain medications for months. (There are separate files that were created for this patient. One file to capture the patient's catheter revisions in the past-(B)(4); another file to capture the patient getting ill after their implant surgery-(B)(4); and another file to capture the patient's hematoma after implant (B)(4)). It was reported that the patient was not compliant and let their pump run dry for a while. The hcp noted they would fill the pump with saline to see if the pump was performing as programmed since the pump ran empty. Additional information has been requested, but was not available as of the date of this report. It was reported that when the health care provider emptied the pump there was still a little bit of medication in the pump and catheter, but it was noted that the patient was not getting anything out of it due to the reservoir being low for a while. Saline was put in the pump. Four weeks later, the pump was drained and refilled with saline. Everything was fine. The patient was to see a psychotherapist before medication was put back into the pump. Additional information reported the patient does not have a managing hcp for her pump because of missed appointments due to personal reasons with illness and death in her family. The patient had been given an extra 3mg in the pump to last 2 or 3 weeks if the pump started beeping low reservoir. In (B)(6) the doctor would not refill her pump with fentanyl because he wanted to make sure the pump was functioning properly. The patient went in the next month and the pump was filled with saline. It was indicated that the pump was empty. The patient stated their medical history was they were not able to drive because she has been disabled since 1997. There was additional information reported that was not relevant to this event and therefore was omitted; see (B)(4)-pump alarming, (B)(4)-pump empty in past, (B)(4)-ER for breakthrough pain, (B)(4)reaction to morphine, and (B)(4)-tear in catheter; revision. Information was received from a consumer regarding patient receiving saline with an unknown dose and concentration via an implantable pump for no known indication for use. It was reported in 2016 that the pump had been empty for 2 years and the pump was alarming. It was stated pump alarming was driving the patient crazy and patient wanted the pump removed. Patient stated she was having a hard time finding a healthcare provider (hcp) to remove the pump, and requested physician/healthcare provider listings. Healthcare provider (hcp) listings were sent to the patient. No further information was available. Additional information received from consumer on (B)(6) 2016 stated she received a letter from vigilance and wanted to stop receiving these letters requesting more information. Patient stated she was having the pump removed and stated she does not see the point in filling out the forms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.